Event description:
A unit of fortaperm was implanted into a patient's lip for an augmentation procedure in 2001. The surgeon implanted the 5 x 10 cm unit by rolling the material and introducing it into the upper lip through two incisions on the oral mucosa side. The patient presented with infection a few weeks later, and the device was removed in 2002. The physician described the infection as mild to moderate, containing some "puss". The surgeon did not culture the wound or save the product. The surgeon assessed the relationship between the device and the event as not related. The device was not soaked in gentamicin solution as is standard practice for all facial implant procedures. The patient had "picked" at their sutures and the implant site. Requiring re-suturing approximately 2 weeks prior to the event.